Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable infusion pump containing water. It was reported that an alarm was not heard but confirmed by telemetry. A pending alarm was reported, the pump was not implanted. The date of the alarm was (B)(6) 2018 and motor stall and recovery was seen twice. The rep had a backup pump and would use it. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.